Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the down arrow and ok buttons were under-responsive. It was also noted that the keypad was torn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the keypad cover was observed to be torn at the ok button. All of the buttons responded intermittently during testing. The keypad cover was removed and contamination was found under all button contacts. The down arrow button contact was damaged and did not spring back after depressing the button. Unrelated to the complaint, evaluation revealed that the display screen was dim, faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.